Event description:
It was reported that approximately 11 months following the implant of this transcatheter bioprosthetic pulmonary valve the transthoracic echocardiogram (tte) peak and mean doppler gradients across this valve had increased from 29 millimeters of mercury (mm hg) and 17 mm hg, respectively to the current peak and mean gradient measurements of 39 mm hg and 21 mm hg, respectively. The right ventricular systolic pressure (rvsp) had increased from 38.3 mmhg to the current measurement of 46.9 mm hg. Moderate stenosis was reported. The physician indicated as result of the progressive increase in gradients, subclinical valve thrombosis was likely present. The aspirin was changed to a non-vitamin k antagonist oral anticoagulant (noac). The event was reported as unresolved and causal related to the valve.

Manufacturer narrative:
Updated data: b6, laboratory data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that an echocardiogram identified trace paravalvular leak (pvl). No central regurgitation reported. There was no thrombus reported and imaging has not been performed to determine if a thrombus was present. The patient was asymptomatic.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 months following the implant of this transcatheter bioprosthetic pulmonary valve the transthoracic echocardiogram (tte) peak and mean doppler gradients across this valve had increased from 29 millimeters of mercury (mm hg) and 17 mmhg, respectively to the current peak and mean gradient measurements of 39 mmhg and 21 mmhg, respectively. The right ventricular systolic pressure (rvsp) had increased from 38.3 mmhg to the current measurement of 46.9 mmhg. Moderate stenosis was reported. The physician indicated as result of the progressive increase in gradients, subclinical valve thrombosis was likely present. The aspirin was changed to a non-vitamin k antagonist oral anticoagulant (noac). The event was reported as unresolved and causal related to the valve.